Event description:
On inspection during cleaning, the customer found that the glidescope gvl 3 video laryngoscope (reusable) housing had chipped off at the tip near the camera. There was no harm to a pt.

Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. Technical services found that there was a missing piece of plastic on the blade next to the camera. The device was unrepairable and was scrapped.

Manufacturer narrative:
A verathon representative has contacted the customer to arrange for the glidescope return/replacement. An evaluation will be conducted once the device is received.